Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient has been experiencing pain at their ipg site. As a result, the patient's plans to undergo surgical intervention.

Manufacturer narrative:
Corrected data: a4 - patient weight.

Event description:
Additional information gathered via follow-up revealed the patient's ipg pocket site was revised on (B)(6) 2021 to address their issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.